Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Upon inspection, the investigator observed that the pump was noisy. The lcd and pcb were also damaged. The enclosure was stained and cracked. Both the covers were also cracked. The line cord was also cracked. The investigator noted that the power switch and retainer needed to be upgraded. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature fixture and turned on the power switch. The customer reported product problem (faulty display) was confirmed during testing. The lcd was blank. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pcb was replaced to correct for the product problem. The aforementioned worn components were also replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "unable to read display". No adverse patient effects were reported.